Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported  that 4 days ago the patient couldn't go to the bathroom or didn't anyway and was sleeping most of the day and was saying bizarre things. Caller said that yesterday they took the patient to the ER and they said that the stimulator wasn't working and that the patient had 1400 milliliters of urine drained. Caller stated at the ER they turned the stimulator off. The caller said now the patient has a foley and a bag. The agent reviewed programming considerations with the caller, but they stated they were told not to use the stim until seeing the urologist. The caller stated that the last time they made an adjustment was about two months ago with the rep , and they only increased the stimulation. The patient was redirected to their healthcare provider to further address the issue. The caller stated that the hcp was out on vacation currently but would try to see if they could see someone else to further assist.

Event description:
Additional information was received from the patient. They called back and reported that they went to the urologist today and the urologist wanted them to try all 7 programs over the next two weeks to see how they responded and then report back to the doctor at their next appt, two weeks from now. The patient noted that they had incontinence really bad and had a foley catheter placed. The patient was assisted with connecting to the implant and changing programs. The patient would maintain stimulation and adjust as necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back in reporting that their original symptoms stopped going on then mentioned additional symptoms including urinary leaks any time they stand up. Patient mentioned previously reported information and confirmed that their ins was indicated for treatment of urinary retention. Agent offered to walk patient through adjusting their stimulation, but while the agent put the patient on hold to review previous information, the call was disconnected during the hold. The agent called patient back to continue assistance but was redirected to voicemail.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.